Event description:
It was reported that the procedure was to treat a de novo lesion in the mid left anterior descending (mlad) artery with 90% stenosis, mild calcification and mild tortuosity. Pre-dilatation was performed using a cutting balloon. The 3.0x23mm xience skypoint stent delivery system (sds) failed to cross due to the anatomy and upon removal (prior to additional pre-dilatation attempt), the stent was noted to be dislocated but remained on the balloon. The stent moved 1.5mm so that the proximal marker became unseen. Therefore, another 3.5x18mm xience skypoint sds was advanced but did not cross the lesion after pre-dilatation with a cutting balloon. Upon removal (in order to use the back-up catheter), the stent was again noted to be dislocated but remained on the balloon, so the back-up catheter was inserted and another xience skypoint was deployed to complete the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional xience skypoint device referenced in b5 is being filed under a separate medwatch report number.